Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample submitted was connected to a non bd extension set at the texium connector. The infusion set was primed and a leak was noticed at the texium to extension set connection. The customer complaint of leakage was confirmed. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 70001b-07t lot number 24109018 was performed. There is one quality notification issued for the failure mode reported by the customer during the production build of this set. Quality notification, qn 200409025, has been generated as mitigation due to an increased number of complaints addressing the texium leakage issue.

Event description:
It was reported that the bd alaris texium smartsite low sorbing secondary set leaked. The following information was provided by the initial reporter: chemo rn came to the pharmacy stating keytruda IV piggyback leaked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.